Event description:
It was reported that the svc impedance was > 200 ohms, and also gave a reading of 'infinite', possible fracture of svc coil. It was further reported that there was noise. The lead was extracted in fragments and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The svc impedance measurement was in the 40 - 50 ohm range until the last two weeks of the record ending (B)(6) 2009. Over the final eight days of the record, there was one reading of 212 ohms and six that were infinite.